Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room due to elevated blood glucose (bg) levels (400 mg/dl). The cause for the reported elevated bg levels was unknown. The customer was treated through intravenous insulin, and was released from the emergency room approximately 4 hours later. Customer's bg level was 95 mg/dl upon being released from the emergency room.